Event description:
Customer's father called to report a hospitalization due to low blood glucose. Caller stated the blood glucose reading is 24 mg/dl. Treated with manual injection. Caller stated that the customer has been experiencing low blood glucose readings for ten days. Advised the caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.